Event description:
Patient reports no longer experiencing paresthesia coverage. Irregular impendence readings; stimulator was explanted.

Manufacturer narrative:
Electrical testing was performed on the returned stimulator and passed all functional tests within specifications. The device history review (DHR) was reviewed and no anomalies were noted. All devices are 100% tested at the time of manufacture.